Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 25-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the caller indicated that the patient started feeling numbness in the legs. The implanting md (B)(6) had the patient get an MRI on the date of the call (B)(6) 2021 the MRI showed the patient has a hematoma and the md plans to remove the lead. The md wants to plug the ins. The caller asked about components to plug the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller will follow-up with the implanting md. The caller noted that the managing md, dr. (B)(6), is likely not aware of this issue.  No device malfunction was reported. Additional information was received from the manufacturer representative (rep). An MRI was completed just prior to surgery showing the hematoma at the same level as the paddle. The paddle was removed and the hematoma was evacuated. The hematoma has resolved. Pt weight was (B)(6)lbs.